Event description:
The customer reported that the insulin pump alarmed motor error during a delivery of a correction bolus. Troubleshooting was done. No blood glucose reading provided. Customer uses the sensor feature and explained to customer that the alarm may be caused by viewing the sensor glucose graph while the insulin pump was delivering a bolus. Advised the customer to complete the bolus delivery before accessing the sensor glucose graph and to set the glucose graph timeout to 2, 4, or 6 minutes and avoid selecting none. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)